Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the reported symptom false upstream occlusion alarms, but did not reproduce it. The ultrasonic sensor was replaced, since it is a known contributor to the reported symptom.

Event description:
It was reported that a spectrum infusion pump falsely alarmed 'upstream occlusion.' It was also reported that there was no pt injury.